Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. At the time of the event, the customer received multiple low power alerts and alarms prior to the pump turning off. The customer was subsequently hospitalized with ketoacidosis. Blood glucose level was not provided. No further information regarding hospitalization was able to be obtained. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Codes 213 and 61 removed.